Manufacturer narrative:
The pump was received with a blank display and isolated to the motherboard. Unable to perform the stop (idle) current test, run current test, self test, off no power test, unexpected restart error test, seat/rewind/basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to display anomaly. E39 unknown.

Event description:
The customer reported via phone call that insulin pump had a pump error alarm. Blood glucose was 137 mg/dl. Self test was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.